Event description:
It was reported that the patient had a heart attack with long pauses in the intrinsic rhythm. The device gave an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass programmed itself off due to the long pauses (this is normal device function). Technical services discussed why the device design allows for shocks to occur in rhythms with long pauses. There were no additional adverse patient effects. The system remains implanted.